Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13964.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported, there was more push force than normal advancing the 23mm sapien 3 valve and 23mm commander delivery system through 14f esheath. During valve alignment, there was misalignment of the markers after alignment. It appeared to be mostly parallax in the catheter. There was no attempt to correct it, and the operators proceeded with valve deployment. During deployment the 23mm commander delivery system, the balloon ruptured with only a couple of cc¿s of volume in the balloon. The valve was slightly flared. The devices were able to be removed as a unit. A second 23mm sapien 3 ultra valve and 23mm commander delivery system were used without issues. The patient is stable, and without complications.

Manufacturer narrative:
The 23mm commander delivery system was returned with crimped thv on inflation balloon was returned locked at the valve alignment (warning) marker and fully inserted through a 14f esheath. No fine adjust or flex was in use. A stylet was inserted through the guidewire lumen and three-way stopcock was attached to the balloon port. The device was visually inspected and the following was observed: the flex shaft was slightly compressed 1.5 cm from the flex tip. Gouges were observed on the flex tip. To locate/verify source of leakage, the balloon was inflated. During inflation attempt, the balloon leaked from a pinhole on the distal section of inflation balloon. The valve has multiple bent struts on both the outflow and inflow sides. A 3mensio report and procedural cine were provided for review and the following was observed:  the patient¿s access vessels and descending aorta were calcified and tortuous. A 111° curve was observed in the abdominal aorta. The patient¿s access vessels on either side were undersized. Valve deployment was attempted, but the balloon did not inflate completely. As a result, the distal end of the valve slightly expanded. Due to the location of the balloon damage (damage located on distal tapered area, not on balloon working length), no applicable dimensional testing was performed. The delivery system (with crimped valve removed) was able to be pulled to the valve alignment marker and locked. Full valve alignment was able to be performed without issue. A device history record (DHR) review was performed and did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints relating to the reported events. A review of the complaint history on confirmed (returned and no product returned) from september 2019 to august 2020 revealed similar complaints for the edwards commander delivery system (all models and sizes) for the reported events. The following instructions for use (IFU) and training manuals were reviewed for instructions and guidance on device preparation and usage: commander IFU, us, s3u commander preparation training manual, and s3u commander procedural training manual. Valve alignment: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Balloon burst: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/deliver system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported difficulty with valve alignment and balloon leakage was confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, ¿during valve alignment, there was some misalignment of markers after alignment, but it appeared to be mostly parallax in the catheter.¿ as illustrated in the provided imagery, the patient¿s access vessels were mildly tortuous with a 111° curve observed in the abdominal aorta. Performing valve alignment in tortuous vasculature can result in higher forces required to align the valve. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Additionally, if the valve is not in a straight section of the aorta during valve alignment, the valve can become unseated/non-coaxial with the flex tip, causing the thv to dive into the flex catheter lumen as illustrated by the flex tip gouges. The observed flex shaft compression is indicative of tension build up in system due to valve alignment performed in a non-straight section. Such would further increase difficulty with valve alignment. The training manual states, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ the non-coaxial valve may have nicked the inflation balloon during valve alignment, consequentially resulting in the observed balloon leakage. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of aorta / balloon damaged during non-coaxial valve alignment) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.